Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to it presenting an increase in its impedance measurements since the patient was involved in a car accident. The lead was examined with a psa, with the measurements still within range but have steadily increased so it was opted to have the lead replaced. The lead was examined under x-ray imaging with no signs of fracture or damage found. A new device was implanted. No additional patient effects were reported.